Event description:
It was reported that during deployment of a vena cava filter, the last two legs of the filter remained in the delivery sheath. The filter deployment was completed with add'l manipulation of the filter; however, two filter legs became crossed. The filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was not returned. Images were provided and reviewed. Based on the images provided, the complaint investigation is confirmed for failure to fully expand, however, the investigation is inconclusive for the reported deployment issues. Based upon the available info, the definitive root cause for this event is unk. It is unk if procedural factors contributed to the reported event.